Manufacturer narrative:
Without a sample we cannot do more than a documentary investigation concerning intermediate product and tube component which revealed no anomaly during production. Storage product was checked; however, no medical device was available for finished product lot number 9226670 or with intermediate lot number 8457525. After receiving this complaint, we searched for other complaints and found four similar complaints. Checking the quality database revealed no anomaly in relation with the described defect. A risk management framework evaluation was performed and concluded that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe. A clinical assessment was done and concluded: in the absence of detailed information on the circumstances of use and without the incriminated device, we cannot conclude a root cause for the incident. Overall, we consider that the incident described as catheter too stiff, leading to mucosal erosion (penis sore) and intense pain, is likely related to the device.

Event description:
According to the available information several penis sores have been observed on patients. Appearance approximately 15 days after placement of the catheter. It is extremely painful for the patients. The catheter is too rigid and problems arise when the catheter remains in place for a long time.